Manufacturer narrative:
Device passed displacement, active current measurement tests, sleep current measurement and self tests. However, device trace download analysis confirmed the device alarmed pump error 25. The power management tool confirmed pump error 25 due to non-sleep anomaly software error. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Device passed displacement, active current measurement tests, sleep current measurement and self tests. However, device trace download analysis confirmed the device alarmed pump error 25. The power management tool confirmed pump error 25 due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that the customer was provided guidelines on how to resolve the issue after the call, however, the customer accepted a replacement and there was no indication that the alarm was resolved during the call. The insulin pump will not be returned for analysis.